Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the fill port. The leak from the fill port was discovered by the nursing staff prior to patient use. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 lot #: lot number was one of the following suspect lots: 20a003 or 20a032. H4: suspect lot 20a003 was manufactured from january 07, 2020 - january 08, 2020. Suspect lot 20a032 was manufactured from january 17, 2020 - january 23, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified white drug residue located on the outer surface of the device (underneath the pink coil cap) which suggests a possible leak. The reported condition was verified. The cause of the condition was not determined; however, the most probable cause is supplier related. A batch review was conducted for both suspect lots, 20a003 and 20a032, and there were no deviations found related to this reported condition during the manufacture of these lots. Should additional relevant information become available, a supplemental report will be submitted.